Event description:
It was reported that they are getting errors and bad images, causing the patient to have image repeated. It was determined that the system needed to be recalibrated; once this was completed, the system is working as intended.